Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
It was reported that they had been ¿struggling¿ for 1.5 hours to get the sytlet into the lead during a surgical procedure. The stylet had been pulled in and out too much and they were charging stylets out frequently in an attempt to try and steer differently. After several changes with green curved to green straight, they could not get the green in anymore, but could get the white stylet. Then, they were not able to get the white in. As a result, they dipped the stylet in saline and it went right into the lead. It was noted that it was a very difficult implant and they eventually aborted. It was noted they were unable to advance leads due to adhesions and scar tissue etcetera. The manufacturer representative was going to have to give them another lead anyway and so they decided to try it. A doctor the manufacturer representative had always worked with did it without difficulty. It was noted ¿that¿ lead was not used. However, the manufacturer representative did not think there was anything wrong with the lead. The manufacturer representative did not have the unused lead to send it in. It was mentioned that the patient had ms. As a result, they wanted to try percutaneous leads. The patient was doing fine and was seen in a consult (B)(6) 2014 to consider a surgical lead.